Manufacturer narrative:
The reported complaint of the on/off power switch button does not functions on the autopulse platform (B)(4) was confirmed during functional testing. The investigation revealed that the root cause of the reported issue was due to a defective power switch cable. Unrelated to the reported complaint, a damaged grip strip was observed during visual inspection. This type of physical damages on the ap platform can occur due to normal wear and tear. The damaged grip strip was replaced. The autopulse platform is a reusable device and was manufactured in july 2013. The device has been operating for over 5 years and has reached its expected serviceable life of 5 years. Unrelated to the reported complaint, multiple ua41 (patient temperature sensor failure) was observed during archive data review. The temperature sensor was replaced as a precautionary measure to prevent future ua41 re-occurrence. Initial functional testing could not be performed due to on/off power switch not functioning properly and does not power on the platform. Thus, confirming the reported complaint. To remedy the issue, power switch cable was replaced. The ap platform was re-tested and it passed all functional tests. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse (B)(4).

Event description:
During shift check, customer stated that the on/off switch button on the autopulse platform (B)(4) does not function and won't turn on the platform. No patient involvement.